Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. Upon inspection and testing, the device insertion tube was found to have cuts and scratches. There was discolor/chemical damage as well. When the insulation rubber was removed, the bending section was found to be detached and loose with leaking. The user¿s failed leak test issue was confirmed. The cause of the issue was attributed to wear and tear.

Event description:
As reported for this event, during reprocessing the device failed the leak test. There is no patient involvement and no harm or adverse impact reported to anyone.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 25-aug-2020.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. Root cause for the issue cannot be conclusively determined. Likely cause can be as follows: regarding leakage, it is possible that external force was applied due to handling because the scratch had been identified at the distal end. Damages to the insertion part may have occurred due to external forces or handling by chemicals, because fine scratches and discoloration have been observed. The instructions for use includes the following statements: important information ¿ please read before use: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.